Manufacturer narrative:
A review of the subject device history record indicated there were no nonconformances, deviations, or abnormalities with this lot at the time of its production.

Event description:
Attempting contralateral with the stent delivery system, stent flipped off balloon. While trying to remove stent delivery system the tip of the balloon catheter fractured at the proximal end of balloon. All of the balloon and stent were removed. A ps424 was successfully inserted. The lesion was pre-dilated. The target lesion site was the left illiac.